Event description:
It was reported that when using the bd pyxis¿ medflex 2000, the drawer closed before taking the medication out and screen went frozen. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was closed before taking the medication out and screen was frozen. A technical support specialist remoted into the system, closed and restarted the application, after which the customer was able to log in successfully. Confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.